Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the alarms for pap/cvp turned off by themselves, also visible was the bell with "x" next to the parameter. No patient harm was reported.